Event description:
A patient reported blood glucose resultsof "101 and 126 mg/dl" with a lifescan meter and "67 and 97 mg/dl" on a laboratory device, respectively, performed within 10 minutes of each other. Between the tests there was no intervetion that would be expected to change the blood glucose. The meter is being replaced.